Event description:
Procedure type: lap chole. According to the reporter: the device did not place the clip. The cystic duct and hepatic duct was severed. Procedure was converted to an open, pt spent two days hospitalized.

Manufacturer narrative:
(B) (4). (B) (4).